Event description:
Customer reported a communications failure. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and informed customer of proper shutdown procedure. Improper shutdown was causing the system to boot up incorrectly. System operates as intended.